Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported to company representative that a patient experienced ¿nodules, inflammation and nodules became hard¿ two weeks ago after they were injected in the lips with one syringe of juvéderm vollure¿ xc. Treatment is noted as ¿keflex 500mg 7 ID¿, ¿medrol dose pack¿ and a week later with ¿hylenex 12 ml upper lip 0.2 lower lip." Event is ongoing at this time.